Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer that failed to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawers 3.1 and 3.2 were failed. A field service engineer (fse) verified that the half height (hh) drawers 3.1 and 3.2 were not on the bus, so the fse shut down the unit and reseated all the cables to the back boards and then tested the drawers on hardware test application (hta). Then released cubies and cleaned the trays from med foils and hair, then ran the final test on hta and it passed. After that the user successfully did the inventory. The system functioned as intended after the field service engineer repaired the device.